Event description:
End-user alleged that on (B)(6) 2018 at approximately 2130 medical attention was sought due to symptoms of low blood sugar. End-user stated that she was sweating, disoriented and had trouble walking. End-user blood glucose test on the prodigy meter at the time of the event was 117 mg/dl. End-user did not call 911 and went straight to the hospital. While on the way to the hospital the end-user reported that she only drank water. Upon arrival at the hospital the end-user's blood glucose was 20 mg/dl. End-user stated she was given "two syringes of sugar IV", unknown of what exact medication/IV solution was administered. End-user also had an EKG and chest x-ray done, results no provided. No other treatment was provided. End-user was in the emergency room for approximately 4 hours and was discharged with blood glucose of 157 mg/dl. End-user was educated to decrease morning insulin glargine from 30 units to 5 units and to follow up with primary care physician. End-user was using expired test strips. No further information was provided regarding this event.